Manufacturer narrative:
(B)(4). This lot was manufactured april 10, 2017 ¿ april 11, 2017. One folfusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted that would cause the reported rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that the bladder of a small volume folfusor ruptured. This was observed before administration. The folfusor was filled with 5fu and diluted with normal saline solution. The fill volume was 96ml. There was no patient involvement. No additional information is available.